Event description:
This is a new generator ((B)(6) 2023) attached to chronic st jude leads ((B)(6) 2012). Cl transmission posted a lead warning for rv unipolar impedance care alert for 190 ohms. The lead is programmed bipolar. There is not many daily impedance put all displayed values are 209 ohms and greater staying in the low to mid 200's. No short v-v intervals. Device presenting and high rate episode all are sensing appropriately and capture management values appear stable. The caller states the previous ()() device did not track unipolar impedance but bipolar on this lead was about 350 ohms which is consistent to what the azure device is showing. Low 200's may be a normal measurement for this lead but will need to continue to monitor it. Marking staging for care alert saying 190 ohms with the cl saying 209 ohms. Tagging (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).